Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient came in for a post implant follow up visit and it was discovered that the atrial threshold was high. Dislodgement was suspected. The physician plans to revise the lead and it currently remains in use. No patient complications have been reported as a result of this event.